Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. One tapered screw vent implant was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and bone residue around the external threads due to usage. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found . Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event (implant fracture) was confirmed. However, peri-implantitis could not be verified as the exact details of event were unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site #30 was removed due to fracture of implant & perimplantitis.